Event description:
Olympus plasma loop connected to generator, footpedal activated, error message - displaced insufficient conductivity, trouble shooting completed, still not working. Malfunctioning product removed from service. FDA safety report ID# (B)(4).